Manufacturer narrative:
It was reported that the patient pack was packaged with a broken clip. The patient pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed because the device was not returned for evaluation. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed, but not limited, to inadequate stitching and/or due to a manufacturing/assembly error.

Event description:
A report was received that the patient pack was packaged with a broken clip (one of the small clips that secures the controller). The site was unable to tighten the strap due to the missing piece.the patient pack was subsequently replaced.